Manufacturer narrative:
H6: c19, a review of the manufacturing records indicated the lots met all pre-release manufacturing specifications. H6: updated investigation conclusion code from d16 to d12 and d1102. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, occlusion of device or native vessel. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are instructed to determine accurate size of anatomy and proper size of the trunk-ipsilateral and contralateral endoprostheses during pre-treatment planning. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU) warning, the user should not attempt to reposition the endoprosthesis after deployment has been initiated . Vessel damage or device misplacement may result.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. While deploying the ipsilateral leg, the push-up was not enough, and the device landed at external iliac artery. Attempts were made push-up the device using balloon but it was not successful. The right internal iliac artery was unintentionally covered by the device. The patient tolerated the procedure. During the procedure, a type ii endoleak was observed but no further treatment was performed. The endoleak will be monitored.

Manufacturer narrative:
B20 the device remains implanted and was therefore not available for engineering evaluation. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, occlusion of device or native vessel. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are instructed to determine accurate size of anatomy and proper size of the trunk-ipsilateral and contralateral endoprostheses during pre-treatment planning. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU) warning, the user should not attempt to reposition the endoprosthesis after deployment has been initiated . Vessel damage or device misplacement may result . W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.